Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that during pre-operation for a generator change, a patient's right ventricular lead's pacing impedance had more than doubled. The capture threshold has also risen. This phenonenon was consistent with papers that have been published regarding mineralization of the electrode tip. There was no evidence of noise. The lead was capped and replaced on (B)(6) 2020. Lead fracture was also noted. The patient was stable.

Event description:
New information notes that this lead had been explanted.

Manufacturer narrative:
Correction - b5 in previous report should have included the explant information the reported event of lead fracture, high pacing lead impedance, high capture threshold and suspected ¿mineralization of the tip electrode was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion was found at 15.2 -15.6 cm from the distal tip breaching the optim sheath only consistent with friction to another device or feature of the patient anatomy